Event description:
Device report from synthes reports an event in south korea as follows: this report is being filed after the review of the following journal article: lee h, et al. (2022), comparison of helical blade systems for osteoporotic intertrochanteric fractures using biomechanical analysis and clinical assessments, medicina 2022, 58, 1699. Https://doi.org/10.3390/medicina58121699, (south korea). The aim of the current study is to compare the biomechanical properties and the clinical outcomes of osteoporotic intertrochanteric fracture treatment with the unknown synthes trochanteric fixation nail-advanced (tfna) with those of the unknown synthes proximal femoral nail antirotation ii (pfna). A total of 126 patients were included in the study. Between january 2019 and june 2020, 63 patients with osteoporotic intertrochanteric fractures treated with tfna system were compared to 63 patients treated with pfna between may 2013 and may 2021. In the tfna group, the mean age was 79+/-93 years and 27.2 percent were males. In the pfna group, the mean age was 80+/-8.9 years. Postoperatively, the use of a wheelchair was allowed on the next day or whenever the patient was comfortable using a wheelchair. Ambulation was allowed as tolerated by the patients. All patients were encouraged to walk using an assistive device for 2 weeks following surgery. The patients were followed up at regular intervals for a minimum of 1 year. Complications were reported as follows: tfna group: unknown patients (8 percent) had non-union at 1 year postoperative. Unknown patients had poor fracture reduction (4.8 percent). Unknown patients had medial migration of the helical blade. Unknown patients had lateral sliding of the helical blade. An 81-year-old female had blade cut-out and was revised to arthroplasty. A 74-year-old female had varus collapse. No subsequent operation performed. A 71-year-old female had blade cut through and was revised to arthroplasty. An 84-year-old female had blade cut through. No subsequent operation performed. Pfna group: unknown patients (11 percent) had nonunion at 1 year postoperative. Unknown patients had medial migration of the helical blade. Unknown patients had poor fracture reduction (3.2 percent). Unknown patients had lateral sliding of the helical blade. An 86-year-old female had blade cut-out and was revised to arthroplasty. A 75-year-old male had implant breakage and was revised to arthroplasty. A copy of the clinical evaluation form is being submitted with this regulatory report. This report involves one unk - nail head elements: pfna-ii blade. This is report 3 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: 510k: this report is for an unknown nail head elements: pfna-ii blade. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.